Event description:
Patient reported via regulatory agency left side "leaking", "silicone patches", "leakage of silicone", "metals leaking into body for over two and a half years¿, and "concern with the product." Patient also reported via regulatory agency "three lymph nodes stable but now having to have scar tissue taken out due to rare cancer", "dizziness", "passing out", "breast implant illness (bii)", "brain fog", "sweats", "blood pressure spiking up unexpected over 210/110 many times", "gastrointestinal problems", "breathing problems", "fibromyalgia symptoms¿, "sarcoidosis in chest wall", and "inflammation of joints/muscles due to sarcoidosis"; these are not device related. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. In response to FDA report number mw5089493. The event of "silicone migration" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture and silicone migration.

Event description:
Patient reported via regulatory agency left side "leaking", "silicone patches", "leakage of silicone", "metals leaking into body for over two and a half years¿, and "concern with the product." Patient also reported via regulatory agency "three lymph nodes stable but now having to have scar tissue taken out due to rare cancer", "dizziness", "passing out", "breast implant illness (bii)", "brain fog", "sweats", "blood pressure spiking up unexpected over 210/110 many times", "gastrointestinal problems", "breathing problems", "fibromyalgia symptoms¿, "sarcoidosis in chest wall", and "inflammation of joints/muscles due to sarcoidosis"; these are not device related. Device has been explanted.